Event description:
It was reported that the left ventricular (lv) lead had become dislodged. During the lv lead replacement procedure, the physician noted that it was very difficult to disconnect the leads from the header of the device. The physician used a klemmer to remove the grommet, however the setscrew came out of the connector block while doing so. The physician elected to replace the device as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).